Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer. (B)(4).

Event description:
It was reported that a device was removed due to infection. Additional information has been requested but was not available as of the date of this report.